Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("ectopic pregnancy with essure"), abortion of ectopic pregnancy ("miscarriage") and device dislocation ("migration of essure") in a (B)(6) female patient (gravida 1) who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted" and device ineffective "device ineffective". The patient's past medical history included nulli gravida and weight gain. Concurrent conditions included latex allergy, allergic reaction to analgesics, drug hypersensitivity and motor vehicle accident (patient suffered right side neuro damage. Headache and neck pain since.) Since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). In 2013, 3 years 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), headache ("headaches"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), seizure ("seizures") and weight increased ("weight gain"). Last menstrual period was not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics and vicodin. Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, alopecia, dyspareunia, headache, infection, menstrual disorder, dysgeusia, pelvic pain, seizure, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals outcome was unknown. The reporter considered abortion of ectopic pregnancy, allergy to metals, alopecia, cystitis, device dislocation, dysgeusia, dyspareunia, headache, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the left implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The right implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The consumer underwent treatment (unspecified) due to complications. Diagnostic results: (B)(6) 2016 normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ectopic pregnancy, headache , pelvic pain, dysgeusia. Most recent follow-up information incorporated above includes: on 22-may-2018: added new reporters. Added patient's details (date of birth and height). Updated essure insertion date, lot number (675113). Added events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, allergy to metals , device dislocation, device monitoring procedure not performed. Updated event "miscarriage" to "abortion of ectopic pregnancy".updated event onset date for abortion of ectopic pregnancy , pregnancy with contraceptive device and pelvic pain. Added relevant medical history, lab data and pregnancy information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure"), abortion of ectopic pregnancy ("miscarriage") and device dislocation ("migration of essure") in a 39-year-old female patient (gravida 1) who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted" and device ineffective "device ineffective". The patient's past medical history included weight gain. Concurrent conditions included latex allergy, allergic reaction to analgesics, drug hypersensitivity, motor vehicle accident (patient suffered right side neuro damage. Headache and neck pain since.) Since 2012, multigravida, bronchitis, parity 3, chest wall pain and costochondritis. Concomitant products included hydrocodone, metoclopramide (reglan), ondansetron (zofran), panadiene co (tylenol #3), tramadol and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). In (B)(6)2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), headache ("headaches"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), seizure ("seizures"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics and vicodin. Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, alopecia, dyspareunia, headache, infection, menstrual disorder, dysgeusia, pelvic pain, seizure, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, allergy to metals, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, cystitis, depression, device dislocation, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the left implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The right implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The consumer underwent treatment (unspecified) due to complications. Diagnostic results: (B)(6)2016. Normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ectopic pregnancy, headache , pelvic pain, dysgeusia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Concomitant drug added. Events bloating and abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("ectopic pregnancy with essure"), abortion of ectopic pregnancy ("miscarriage") and device dislocation ("migration of essure") in a 39-year-old female patient (gravida 1) who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted" and device ineffective "device ineffective". The patient's past medical history included weight gain. Concurrent conditions included latex allergy, allergic reaction to analgesics, drug hypersensitivity, motor vehicle accident (patient suffered right side neuro damage. Headache and neck pain since.) Since 2012, multigravida, bronchitis, parity 3, chest wall pain and costochondritis. Concomitant products included hydrocodone, metoclopramide (reglan), ondansetron (zofran), tramadol and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), headache ("headaches"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), seizure ("seizures"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics and vicodin. Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, alopecia, dyspareunia, headache, infection, menstrual disorder, dysgeusia, pelvic pain, seizure, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals outcome was unknown. The reporter considered abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, cystitis, depression, device dislocation, dysgeusia, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the left implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The right implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The consumer underwent treatment (unspecified) due to complications. Diagnostic results: (B)(6) 2016 normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ectopic pregnancy, headache , pelvic pain, dysgeusia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("ectopic pregnancy with essure"), abortion of ectopic pregnancy ("miscarriage") and device dislocation ("migration of essure") in a 39-year-old female patient (gravida 1) who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted" and device ineffective "device ineffective". The patient's past medical history included weight gain. Concurrent conditions included latex allergy, allergic reaction to analgesics, drug hypersensitivity, motor vehicle accident (patient suffered right side neuro damage. Headache and neck pain since.) Since 2012, multigravida, bronchitis, parity 3, chest pain and costochondritis. Concomitant products included hydrocodone, metoclopramide (reglan), ondansetron (zofran), tramadol and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), headache ("headaches"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), seizure ("seizures"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics and vicodin. Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, alopecia, dyspareunia, headache, infection, menstrual disorder, dysgeusia, pelvic pain, seizure, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals outcome was unknown. The reporter considered abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety, cystitis, depression, device dislocation, dysgeusia, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the left implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The right implant was deployed into the fallopian tube per protocol and with 3 coils visualized in the endometrial cavity. The consumer underwent treatment (unspecified) due to complications. Diagnostic results: (B)(6) 2016. Normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ectopic pregnancy, headache , pelvic pain, dysgeusia. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events depression, anxiety and migraine were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.